Event description:
The event involved a empty lifecare container 1000 ml size where it was reported that when their pharmacy technician mixes diluent and chemo in the bag and the bag was sent out to nursing. The nurses were priming the set to spike into the ch-12 but when administration of the drug occurs, the bag spike falls out of the bag and creates a chemo spill. The product was used for about 1 day and half an hour. Additionally, stating chemo spilled on the floor and the healthcare worker had to isolate the room and follow. No hole, cut, tears or any defect noted, definitely the bag spike fell out. Pharmacy sales specialist stating that the process is to deliver the ch-12 with drug mixed into the bag from pharmacy to nursing. The nurses prime the line separate from the connection to the ch-12. After the line is primed, the nurse connects to the ch-12 by spiking the primed set into the ch-12. Then the nurses start the administration to the patient. During the administration to the patient, the spike of the ch-12 fell out of the bag. The patient was attached at the time of the spill.

Manufacturer narrative:
The device is not available for investigation as the customer has discarded it. Without the return of the device, a probable cause is unable to be determined.